Event description:
It was reported that the pacemaker spontaneously raised the output settings likely due to the capture management algorithm and the pacemaker reached its elective replacement indicator (eri) sooner than expected. A problem with the lead was suspected but investigation revealed no anomalies. The pacemaker was removed, replaced and returned, no patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) battery - battery depletion-normal.